Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to cable break and imaging unit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, there was no image and only a black screen when turned on.the user replaced the subject device to another device and completed the procedure.there was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that image was not displayed due to ccd failure. The ccd failure might be due to the material degradation which was caused by ultraviolet rays. Omsc also presumed that image was not displayed because video communication could not be transmitted to the processor due to the cable damage. The cable damage might be due to the user's handling.